Manufacturer narrative:
Concomitant medical products: 150ml hospira bag, ndc (B)(4), lot 64-090-jt, exp 1 apr 2018, 0.9% nacl. Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a primary infusion of fentanyl 2000mcg/200 ml with sodium chloride 0.9%, intended to run at 17.5 ml/hr. And initiated at 9:29 pm instead completed at 10:00 pm. The account from the clinician in attendance was that an air bubble was observed in the tubing and a channel malfunction occurred at 9:33 pm. The nurse reportedly paused the infusion and removed the air in the line before restarting the infusion on a new channel. It was later reported that the initial side of the pcu was not working so the channel was moved to a new pcu. The epic charting reportedly shows that the pump was stopped again 11 seconds after being restarted and not initiated again until a new bag was hung at 12:08 am on (B)(6) 2017, associated with a new channel and using a new IV tubing. There was no medical intervention or patient harm.

Manufacturer narrative:
The customer¿s complaint of an over infusion was not confirmed or replicated. The pcu event log shows that at 9:29 pm on (B)(6) 2017 an infusion of fentanyl 2000 mcg/200ml was started on pump module sn (B)(4) at a rate of 17.52 ml/hr. At 9:31 pm the channel was disconnected and removed, then immediately added back on. The infusion was restored and at 9:33pm a channel malfunction error code 242.4030.0 (motor stall) occurred. A few seconds later the device was removed. At 9:39 pm pump module sn (B)(4) was added to the system and programmed to infuse fentanyl at the same parameters; the infusion was started. Beginning at 11:52 pm there were various key presses involving the soft keys for setup, next and start. At 12:17 am on (B)(6) the device was channeled off. Functional testing of pump module sn (B)(4) found the device operating within specifications. The returned tubing was tested and there were no anomalies noted. The root cause for the customer¿s complaint of an over infusion was not identified. Although the complaint of a channel malfunction was confirmed in the logs, testing could not be performed since the device, pump module sn (B)(4), was not returned for the investigation. Therefore no root cause for the channel malfunction was identified.